Event description:
Symptoms of hydrocephalus did not improve for one week after implantation. During that time, the doctor changed the pressure setting from 110 to 70 but he saw no change in the pt condition. Since he had never set the pressure under 70, he decided to exchange the valve with a new one, thinking the valve was not functioning.

Manufacturer narrative:
The returned valve has been analyzed. According to our laboratory results, the alleged failure could not be duplicated and the valve was free from any occlusion. Otherwise, the setting mechanism meets the requirements and all the pressure measurements are within the production specifications. The lack of improvement of the pt condition met by the neurosurgeon seems not be due to the valve. It could be due to an obstruction of the shunt catheters or to a lack of suitability of the valve model with regards to the pt's condition. The shunt catheters were not returned, thus not analyzed. Shunt obstruction is a known short and long term complication described in the instructions for use.